Event description:
A customer called in requesting training with the alarm system on their freestyle navigator continuous monitoring system. He further reported as a result of getting a message "alarms inactive insert new sensor" he experienced two hypoglycemic episodes with loss of consciousness, being transported to a local health care facility via paramedics, and receiving unspecified intravenous treatment to stabilize his blood glucose. Customer also mentioned that it could either be his navigator system or his insulin pump that contributed to the medical events, but customer said he was not sure. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is a final report. This case does not involve a product malfunction since the medical event was related to a training issue. No further investigation is required. Adc customer service provided instruction as required and refered customer to appropriate section of the user`s guide for future alarms, error messages, and icon messages.